Manufacturer narrative:
05/18/2022 - the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient experienced chest pain. It was noted that this implantable cardioverter-defibrillator (ICD) exhibited noise and oversensing on the non-boston scientific right ventricular (rv) lead. Which resulted in the delivery of inappropriate shock therapy. A non-bsc rv lead fracture was suspected. An invasive procedure was performed. The lead was explanted and successfully replaced. Additionally, it was reported that a system upgrade was performed, and the patient received an ICD. No additional adverse patient effects were reported.

Event description:
It was reported that the patient experienced chest pain. It was noted that this implantable cardioverter-defibrillator (ICD) exhibited noise and oversensing on the non-boston scientific right ventricular (rv) lead. Which resulted in the delivery of inappropriate shock therapy. A non-bsc rv lead fracture was suspected. An invasive procedure was performed. The lead was explanted and successfully replaced. Additionally, it was reported that a system upgrade was performed, and the patient received an ICD. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned ICD found no damage or defect consistent with the clinical observations reported, therefore the allegations were not confirmed. The device history record confirmed that each device meets specifications before release for use. There is no indication the device manufacturing process contributed to the reported complaint. The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.